Event description:
The faulty handheld computer and associated software have been received and undergone analysis. The programming system performed to specification and no anomalies were found. No anomalies were observed with the handheld computer or any of the cables as described by the site.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's vns handheld programming computer was experiencing intermittent communication issues and would only work "when you held the cord up." A company representative indicated the issue appeared to be related to the connection between the handheld computer and the serial cable adapter. The faulty handheld will reportedly be returned however has not been received to date. No adverse events have been reported as a result of the issue.